Event description:
No adverse event occured. There is only a potential health hazard discovered by the manufacturer. To the best of our knowledge, these issues have not caused any patient mistreatment. Two issues have been found related to the display of linear energy transfer (let) in raystation 11b including some service packs. First, when using a dose threshold for an evaluation dose, let display might be misleading. Second, a displayed beam-specific let distribution can sometimes be out of sync with the selected beam. Actions to be taken by the user · be aware that when using a dose threshold, let display for perturbed doses and doses on additional image sets may be misleading · do not use a dose threshold when evaluating the let distribution for an evaluation dose. · be aware that a displayed beam-specific let distribution could refer to another beam than indicated by the selection in the beam list, the energy layer list and the bev.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00003 99834 rs let display. No adverse event occured. There is only a potential health hazard discovered by the manufacturer. To the best of our knowledge, these issues have not caused any patient mistreatment. Two issues have been found related to the display of linear energy transfer (let) in raystation 11b including some service packs. Issue 1: when evaluating let, a user-defined dose threshold can be used to hide let values for areas with low dose. When evaluating let for perturbed doses or doses on other datasets, the mask for determining where let will be displayed is incorrectly based on the nominal dose. This means that high let in areas with a dose above the threshold might potentially not be displayed. Only the visualization of let in the 2d views is affected by this issue. The value displayed on mouse over in the 2d views, as well as other views and quantities related to the let distribution (statistics, lvh, and line dose) do not take the dose threshold into account and are correctly displayed. If no dose threshold is used, let display will also be correct in the 2d views. Issue 2: when viewing the let distribution for a single beam, the user can switch beam by selecting a different one in the beam list, the bev, or using the scroll tool. In this case, the let distribution and all quantities derived from it (2d views, statistics, lvh, and line doses) are not correctly updated, but will still refer to the originally selected beam. The beam list, energy layer list and bev will refer to the newly selected beam. By selecting to view another distribution from the dose tree (e.g., the beamset let) and then selecting the beam let, all views will be up to date. Note that all let-related quantities will be correctly labeled with the name of the beam to which they refer.

Manufacturer narrative:
A software implementation error has been identified. Linear energy transfer, let, is computed for ion treatment plans in raystation. Let can be displayed and used as an auxiliary plan evaluation tool, in addition to the absorbed dose. In general, let has no significance in low dose areas and can therefore be filtered by applying a mask based on a user defined dose threshold. In raystation, a treatment plan can be evaluated for robustness by applying it to different scenarios where patient anatomy and/or position changes compared to the planning images are simulated. It is also possible to apply the plan to other image sets and calculate the dose. When evaluating let in these scenarios, the mask used to suppress let display for low dose areas is incorrectly based on the nominal dose, i.e. Dose calculated on the original planning image set. This means that inappropriate let in high dose areas may potentially not be displayed. This introduces a risk of approving an inappropriate plan for treatment. In the event that a clinical decision is based on the incorrect let display, this could lead to the approval of an inappropriate treatment plan. This could lead to morbidity in a risk organ from allowing too high let in relevant parts of the irradiated volume.